Event description:
A pt was admitted to a hospital in regards to withdrawal symptoms. A pump malfunction was suspected. The medications administered by the pump (as examined on (B)(6)-2010) were as follows: morphine (15.0 mg/ml, 5.996 mg/day), bupivacaine (40.0 mg/ml, 15.990 mg/day), and clonidine (250.0 mcg/ml, 99.93 mcg/day). The pt's outcome, in addition to what intervention was done, was not reported.

Manufacturer narrative:
(B)(4)